Manufacturer narrative:
(B)(4). It was reported that this device displays defib failure cycle power ec 00080 (defib power up failure). There was no report of pt involvement or adverse pt impact.

Event description:
It was reported that this device displays defib failure cycle power ec 00080 (defib power up failure). There was no report of pt involvement or adverse pt impact.